Event description:
The customer was performing routine maintenance on his olympus evis exera iii duodenovideoscope and noted that the forceps elevator was leaking. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the forceps elevator was found leaking. Additionally, the adhesive around the objective and light guide lens was chipped, and the left arm was corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the leak at the forceps elevator issue could not be determined, however, the issue was likely the result of physical stress applied to the distal end of the device, causing damage around the forceps elevator. The event can be prevented by following the instructions for use which state: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_leakage testing of the endoscope ¿important information ¿ please read before use¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.